Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and a shelf box, product pouch and carrier tube. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and balloon. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first proximal row of stent struts was flared, overlapping and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The target lesion was located in the circumflex artery. A 4.00mm x 24mm liberté stent was advanced but was not able to cross the target lesion. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.